Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in good condition with no external damage. The check clutch and motor rate could not be verified after flow and occlusion tests. The investigator was not able to duplicate the motor rate error. After checking alarm history, noticed the check clutch error was caused from releasing the clutch during an infusion. The root cause is user failure. The failure is a result of the customer interfacing with the product in a manner inconsistent with the IFU.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.